Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow up report will be submitted.

Event description:
The customer reported that the blue insulation on the tip of the device deteriorated. A portion of the insulation fell into the pt's cavity but was retrieved. There was no tissue damage and no pt injury.